Event description:
Dexcom cgm app on iphone does not work. Fails to alert if not actively open and used. Alerted co. They still haven't updated or fixed. Known failure. Has caused missing severe lows (<40) and rapid rising sugars. Notified dexcom weeks ago. Deleted app as instructed. Did not fix problem.